Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. Follow-up attempts were made to advise the customer to return the meter for evaluation and send the replacement product. Since the follow-up attempts were unsuccessful, the device is not expected to be returned.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.